Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-oct-2023. H.6. Investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. 100 retention samples and the customer samples were visually inspected with no defects observed. Additionally, the customer samples were evaluated for heparin activity and all samples were within specification. Complaints for sample quality were not under statistical control for the month of october 2023, additional testing was performed: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes, fibrin, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported that during use of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was clotting/micro clots/fibrin clots observed. The following was reported by the initial reporter: it was reported by the customer that sample contains debris post centrifugation. Customer states sample contains debris post centrifugation.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was clotting/micro clots/fibrin clots observed. The following was reported by the initial reporter: it was reported by the customer that sample contains debris post centrifugation. Customer states sample contains debris post centrifugation.